Event description:
Received contradictory event/problem statements from the customer. It was initially reported that a hole in the pump segment resulted in a leak. It was later reported that the infusion set was received from a patient care area without any event information or failure allegation information and that it was unknown whether it was used on a patient. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer's report that a set leaked was confirmed. During visual inspection of the received set, a tear was found on the pumping segment near the upper fitment. The tear was measured to be 0.1865 inches long. Visual examination under a microscope noted two crush marks to the upper blue fitment. Functional testing was performed. A leak was immediately noted coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not definitively determined.